Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for herniated disc and non-malignant pain. It was reported that the patient' stimulation was "not hitting right" following a fall. It was noted that this had been going on for several months but that the patient falls a lot, and has been since right after surgery. Follow-up was conducted with the patient.